Event description:
It was reported that during an appendectomy procedure, the first clip was applied correctly. The second and third clips were delivered across so they could not be closed properly onto the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "second and third clips were delivered across?" Did clips feed sideways? Were clips scissored? What is meant by clips "could not be closed properly onto the tissue?" Were clips malformed (tear shaped or pear shaped, clip gap or did not close all way, unformed clip)?